Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: emitter 9733752 axiem 3 table top h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was unable to track certain instruments in preparation for a case. Specifically it could not track any curved suction instruments, but straight suction instruments and shaver were tracking. The site was using a flat emitter. There was an issue with the placement of the flat emitter, and after adjusting it the issue was resolved. There was a reported delay of less than one hour. There was conflicting information in the file. It was reported there was a patient and there was no impact to outcome, and that there was no patient present. Follow up has been conducted to clarify the conflicting information.

Event description:
Additional information was received from a manufacturer representative. It was reported that the issue occurred during a functional endoscopic sinus surgery (fess) procedure. There was a 15-30 minute delay to the procedure. It was noted that the surgeon continued using a trackable shaver blade and straight suction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.